Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Customer's complaint of system fault was verified. Service will replace the printed wire assembly to resolve the issue. Use testing was performed. The problem source is the printed wire assembly.

Event description:
Information was received that the cadd ms3 is alarming system fault. No reported adverse effects.

Manufacturer narrative:
Additional information received that there was no patient involvement during this event.